Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation - migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of organs') in a female patient who had essure (batch no. 816062) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, back pain, abdominal pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, depression and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation - migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of organs'). In a female patient who had essure (batch no. 816062) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/mental anguish"), depression ("depression") and stress ("psychological stress"). And was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, back pain, abdominal pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, depression and stress outcome was unknown. And the anxiety had not resolved. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number#: 816062, manufacture date: 2011-01, expiration date: 2014-01-31. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-nov-2021, quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("fallopian tube perforation - migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus") and perforation ("perforation of organs") in a female patient who had essure inserted (lot no. 816062). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of parity 1 and gravida I. The patient had a family history of breast cancer (mother), uterine fibroid (mother) and hysterectomy (mother & grandmother). Concurrent conditions were listed as dysmenorrhea, heavy periods, vaginal yeast infection, dysmenorrhea, ecchymosis, bartholin's cyst, cramp in lower abdomen, menses irregular with excessive bleeding and abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and medically important), uterine perforation (seriousness criteria hospitalisation and medically important), perforation (seriousness criteria hospitalisation and medically important), pregnancy with contraceptive device ("unintended pregnancy"), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, back pain, abdominal pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, depression and stress were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: right tube: 2coils noted, patient remains very anxious left tube: 2 coils noted, patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] in (B)(6) 2018: it was negative for hyperplasia, atypical cells or malignancy. [Gynaecological examination] on (B)(6) 2018: normal external genitalia. Vagina and cervix were normal. Bimanual exam revealed an anteverted uterus, slightly bulky, mobile, and nontender. Doctor did an endometrial biopsy to ensure the endometrium is normal but suspects it will be. The adnexae were negative for mass or tenderness. Considering the severity of her symptoms, patient quite likely has adenomyosis. She could also have endometriosis. [Pathology test] on (B)(6) 2018: clinical data: abnormal uterine bleeding specimen submitted: endometrial biopsy diagnosis: endometrium, biopsy fragments of secretory endometrium negative for hyperplasia, atypia or malignancy; on (B)(6) 2018: clinical data: menorrhagia. Dysmenorrhea. (Query) adenomyosis specimen submitted: uterus, cervix and bilateral tubes diagnosis: uterus ( including cervix) and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix free of dysplasia and malignancy proliferative endometrium histologically unremarkable myometrium endometriosis involving the cul-de-sac histologically unremarkable fallopian tubes essure coils (gross diagnosis only) gross description: the specimen consists of a uterus with attached cervix and detached bilateral fallopian tubes. Essure coils are present. The first segment of detached fallopian tube measures 4. 3 cm in length x 0. 5 cm in diameter with the fimbriated end. The second segment of fallopian tube measures 4.2 cm in length x 0. 5 cm in diameter with the fimbriated end. [Ultrasound pelvis] on (B)(6) 2018: the uterus is retroverted and retroflexed. The endometrial stripe thickness of 1.7.cm is mildly abnormal. Dominant follicle in the left ovary. The right ovary is unremarkable. The bladder contour is normal. Near complete emptying of the blader fallowing voiding. Impression: mildly thickened endometrial lining. Endovaginal imaging recommended for further assessment. [Ultrasound scan] in (B)(6) 2018: showed an endometrial thickness of 1.7 cm lot number:816062 manufacture date:2011-01 expiration date: 2014-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-may-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant drugs, were added. Essure removal surgery details (removal surgery name & surgery date) were updated. New reporters ha been added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation - migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of organs') in a female patient who had essure (batch no. 816062) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, back pain, abdominal pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, depression and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.